Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the unit kept activating in cut mode after the foot pedal was released. It was further reported that this happened a couple of times. There were no reports of any adverse consequences.